Event description:
Customer called to report a blood and diluent drop on top of the tube caps of the coulter lh780 hematology analyzer. The customer technical specialist (cts) assisted customer with troubleshooting the stripper plate errors when the leak was observed. The leak was contained within the instrument and the volume was reported as less than one droplet. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the needle vent check valve was not functioning properly. The fse replaced the needle vent check valve to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).